Event description:
It was reported that the patient experienced a burning sensation and severe pain approximately six hours after she was discharged following the device implant. The patient was admitted to the hospital, where she was seen by an hcp and the issue was resolved. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the new neurostimulator was placed at a different site, as deep as possible. The lead was left in place. There was no evidence of infection, and the patient recovered without sequela. It was reported that after the surgery the patient was doing better.

Manufacturer narrative:
Lead model 3889-28 lot# v893295 implanted: 2012-(B)(6) explanted: na; programmer model 3037 (B)(4). The initial MDR was filed as MFR. Report # 3007566237-2012-00533. Additional review indicated the correct manufacturing site was site # 3004209178.

Event description:
Additional information received reported that impedance measurements and x-rays were normal. The patient's neurostimulator was turned off, and it was reported that it was explanted in (B)(6), though the manufacturer's device registry indicated that the neurostimulator was explanted on (B)(6) 2012. The lead was left in place, and the patient was re-implanted on (B)(6), 2012.